Event description:
During a coronary artery drug eluting stenting treatment procedure there was withdrawal difficulty that required surgical intervention. The target lesion was located in an 80% stenosed segment of the proximal to mid right coronary artery (rca). The vascular access site was brachial. The physician predilated the lesion using a 3.0x15mm balloon inflated distally to 16 atmospheres and proximally to 20 atmospheres. The physician then attempted to deploy a 32x3.0 mm taxus liberte' drug eluting stent but was unable to cross the lesion. The stent was withdrawn from the artery, but became compressed in the proximal end (unk proximal end of what) which made it impossible to withdraw it into the guide catheter or the 5f introduction sheath. The introduction sheath was switched to 7f but still the stent could not be withdrawn. The pt was transferred to the operating room for surgica removal of the compressed stent. No other stents were implanted. The pt is reported as ok following surgery. This product is only ous approved but it is similar to a marketed us device.